Manufacturer narrative:
A customer quality engineer reviewed the device key log files and verified 10 power off events between 10:52am and 11:01am on (B)(6).21, with 7 of the shutdowns occurring after taking a 12-lead ECG and another 3 following hitting print. The low battery level and old battery ages were also able to be verified.

Event description:
A customer contacted physio-control to report that their device powered off during patient monitoring. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio evaluated the customer's device and verified the reported issue in a review of the electronic device records. After replacing the faulty battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off during patient monitoring. There was no harm to the patient as a result of the reported event.